Event description:
A customer reported to baxter (B)(4) that a roller clamp came off its thread allowing solution to leak from the set. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a leak was during the sample evaluation; however, no root cause could be determined. One used set with no cap on dark blue connector and no cap on the patient connector was received in reference to leak. Functionally, the set was hand tightened with a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted that both of the occluder feet was broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overworking.